Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the ok button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/14/2015 with the following findings: the keypad was peeling at the ok button. The ok button had an intermittent response and the contrast button was unresponsive. Contamination was found underneath all of the button contacts. The bolus button was unresponsive due to a misaligned slug. Unrelated to the button issues, the display screen was dim and discolored.